Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to myopotential oversensing. Programming changes were made and further testing was recommended. The patient was stable after the event.